Event description:
This unsolicited device case from united states was received on 29-feb-2016 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and later experienced fever, knee pain, knee swelling (latency: 2 days for all the events); lost all movement in the knee, knee drained for fluid twice/ flush out the knee and felt like knee was on fire (latency: unknown for all the events). The patient reported that she had "bone on bone" osteoarthritis in her right knee and that she has had surgery on twice before. The patient had also received cortisone shots twice before the synvisc-one with one only lasting 1.5 months and the other less than one month to help with her knee pain. No relevant concomitant medications conditions were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into the right knee for osteoarthritis. The patient reported that on an unspecified date in (B)(6) 2016 (within two days), her knee was swelling "with fever" and was very painful. The patient reported that she went to the emergency department and they could not contact her doctor and she was admitted to the hospital for IV antibiotics and she also had her knee drained for fluid twice. She reported that she was in the hospital for about one week and saw her doctor and he told her that she needed to be readmitted so they could "flush out the knee" and she did have the procedure done. On an unknown date, the patient described her knee as "it felt like it was on fire and whatever was happening was in the bone." She reported that she lost all movement in the knee and after two weeks more in the hospital, she was discharged from the hospital and continued to go to the hospital three times a day for IV antibiotic infusions and physical therapy to assist with movement in the knee. She reported that she just received a letter from medicare that decided they were not paying for the synvisc-one injection now and she was very upset about this. The caller reported that on an unspecified date, she had lost all motion in the right knee and that she was in worse shape now after this injection than before. Corrective treatment: IV antibiotics for the events of fever, knee pain and knee swelling; physical therapy for the event of lost all movement in the knee; not reported for the events of knee drained for fluid twice/ flush out the knee and felt like knee was on fire. Outcome: not recovered/ not resolved for all the events. Seriousness criteria: hospitalization for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi comment dated 03-mar-2016: this case concerns a patient who was treated with synvisc one injection and later had fever and lost all movement in the knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based upon additional information received on 08-mar-2016 from a nurse, the case became medically confirmed. This unsolicited device case from united states was received on 29-feb-2016 from a nurse and the patient. This case concerns a (B)(6) female patient whose knee was not aspirated prior to injection (off label use) and after receiving treatment with synvisc one experienced inflammation, lost all movement in the knee/ could not bend her knee and experienced fever. The patient had "bone on bone" osteoarthritis in her right knee and that she had surgery on twice before. The patient had also received cortisone shots twice before the synvisc one with one only lasting 1.5 months and the other less than one month to help with her knee pain. No relevant concomitant medications conditions were reported. The patient's medical history included high blood pressure, type 2 diabetes. The patient's concomitant medications included amlodipine, hydrochlorothiazide, lisinopril, metformin hydrochloride (metformin) and metoprolol tartrate (metoprolol). On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: (B)(4); and expiration date: mar-2018) into the right knee for osteoarthritis. It was reported that per patient chart, it appeared that "moderate effusion" present before treatment was not aspirated prior to injection (off label use). On (B)(6) 2016 (within three days), the patient had fever, intense pain, inflammation, hot to touch from foot to hip, knee had swelling, and was very painful. On (B)(6) 2016, the patient went to the emergency room. It was reported that the patient could not bend knee, flood on knee (knee effusion), had swelling and was very painful. The same day, the patient was hospitalized for over 3 weeks. On (B)(6) 2016, her knee was swelling "with fever" and the patient underwent incision and drainage of that site. The patient reported that she went to the emergency department and they could not contact her doctor and she was admitted to the hospital for IV antibiotics and she had her knee drained for fluid twice. She reported that she was in the hospital for about one week and saw her doctor and he told her that she needed to be readmitted so they could "flush out the knee" and she did have the procedure done. On an unknown date, the patient described her knee as "it felt like it was on fire and whatever was happening was in the bone." She reported that she lost all movement in the knee and after two weeks more in the hospital, she was discharged from the hospital and continued to go to the hospital three times a day for IV antibiotic infusions and physical therapy to assist with movement in the knee. She reported that she just received a letter from medicare that decided they were not paying for the synvisc one injection now and she was very upset about this. The caller reported that on an unspecified date, she had lost all motion in the right knee and that she was in worse shape now after this injection than before. The same day, (3 days after starting treatment with synvisc one), the patient experienced inflammation, intense pain, hot to touch from patient's foot to hip. .the patient had to get tests from the hospital (unspecified). It was reported that the problem did not go away after the product was stopped. Corrective treatment: IV antibiotics for the events of fever; physical therapy for the event of lost all movement in the knee; vancomycin and doxycycline for inflammation; not reported for knee was not aspirated prior to injection. Outcome: not recovered/ not resolved for fever, lost all movement in the knee and inflammation. Seriousness criteria: hospitalization and required intervention for fever and inflammation; hospitalization for lost all movement in the knee/could not bend my knee. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 5rse006 expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse006 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 13-apr-2016, there were (B)(4) complaints on file for lot# 5rse006: (1) broken luer-lok hub, (1) detached luerlok hub and (4) adverse event reports. Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Additional information was received on 08-mar-2016 (and also on 04-mar-2016 and 09-mar-2016, all the information was processed together with clock start date of 08-mar-2016) from a nurse and the case became medically confirmed. The event of knee was not aspirated prior to injection (off label use) was added with details. The date of the injection was updated from (B)(6) 2016. The lot number was added. The start date for the events of knee swelling and knee drained for fluid twice/ flush out the knee was updated. Clinical course was updated and text amended accordingly. Additional information was received on 13-apr-2016. Expiry date of the suspect was added. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 23-jun-2016 from the patient. The additional event of "inflammation" was added with details. The previously reported events of knee pain, knee swelling, knee drained for fluid twice/ flush out the knee, felt like knee was on fire were updated as symptom. The symptom of knee effusion was added. The patient's medical history was added. The concomitant medications were added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-apr-2016: the follow up information does not change the complete case assessment. Sanofi comment dated 03-mar-2016: this case concerns a patient who was treated with synvisc one injection and later had fever and lost all movement in the knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based upon additional information received on 08-mar-2016 from a nurse, the case became medically confirmed. This unsolicited device case from united states was received on 29-feb-2016 from a nurse and the patient. This case concerns a (B)(6) year old female patient whose knee was not aspirated prior to injection (off label use) while receiving treatment with synvisc one and later experienced fever, knee pain, knee swelling, lost all movement in the knee, knee drained for fluid twice/ flush out the knee and felt like knee was on fire. The patient had "bone on bone" osteoarthritis in her right knee and that she had surgery on twice before. The patient had also received cortisone shots twice before the synvisc one with one only lasting 1.5 months and the other less than one month to help with her knee pain. No relevant concomitant medications conditions were reported. On (B)(6)-2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rse006; and expiration date: mar-2018) into the right knee for osteoarthritis. It was reported that per patient chart, it appeared that "moderate effusion" present before treatment was not aspirated prior to injection (off label use). The patient reported that on an unspecified date in (B)(6)-2016 (within two days), the patient had fever and was very painful. On (B)(6)-2016, her knee was swelling "with fever" and the patient underwent incision and drainage of that site. The patient reported that she went to the emergency department and they could not contact her doctor and she was admitted to the hospital for IV antibiotics and she had her knee drained for fluid twice. She reported that she was in the hospital for about one week and saw her doctor and he told her that she needed to be readmitted so they could "flush out the knee" and she did have the procedure done. On an unknown date, the patient described her knee as "it felt like it was on fire and whatever was happening was in the bone." She reported that she lost all movement in the knee and after two weeks more in the hospital, she was discharged from the hospital and continued to go to the hospital three times a day for IV antibiotic infusions and physical therapy to assist with movement in the knee. She reported that she just received a letter from (B)(6) that decided they were not paying for the synvisc one injection now and she was very upset about this. The caller reported that on an unspecified date, she had lost all motion in the right knee and that she was in worse shape now after this injection than before. Corrective treatment: IV antibiotics for the events of fever, knee pain and knee swelling; physical therapy for the event of lost all movement in the knee; not reported for the events of knee drained for fluid twice/ flush out the knee and felt like knee was on fire. Outcome: not recovered/ not resolved for all the events. Seriousness criteria: hospitalization for all the events. (B)(4). The production and quality control documentation for lot # 5rse006 expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse006 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 13-apr-16, there were (B)(4) complaints on file for lot# 5rse006: (B)(4). Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Additional information was received on 08-mar-2016 (and also on 04-mar-2016 and 09-mar-2016, all the information was processed together with clock start date of 08-mar-2016) from a nurse and the case became medically confirmed. The event of knee was not aspirated prior to injection (off label use) was added with details. The date of the injection was updated (B)(6)-2016. The lot number was added. The start date for the events of knee swelling and knee drained for fluid twice/ flush out the knee was updated. Clinical course was updated and text amended accordingly. Additional information was received on 13-apr-2016. Expiry date of the suspect was added. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-apr-2016: the follow up information does not change the complete case assessment. Sanofi comment dated 03-mar-2016: this case concerns a patient who was treated with synvisc one injection and later had fever and lost all movement in the knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history,concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based upon additional information received on 08-mar- 2016 from a nurse, the case became medically confirmed. This unsolicited device case from united states was received on 29-feb-2016 from a nurse and the patient. This case concerns a (B)(6) female patient whose knee was not aspirated prior to injection (off label use) while receiving treatment with synvisc one and later experienced fever, knee pain, knee swelling, lost all movement in the knee, knee drained for fluid twice/ flush out the knee and felt like knee was on fire. The patient had "bone on bone" osteoarthritis in her right knee and that she had surgery on twice before. The patient had also received cortisone shots twice before the synvisc one with one only lasting 1.5 months and the other less than one month to help with her knee pain. No relevant concomitant medications conditions were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rse006; and expiration date: not provided) into the right knee for osteoarthritis. It was reported that per patient chart, it appeared that "moderate effusion" present before treatment was not aspirated prior to injection (off label use). The patient reported that on an unspecified date in (B)(6) 2016 (within two days), the patient had fever and was very painful. On (B)(6) 2016, her knee was swelling "with fever" and the patient underwent incision and drainage of that site. The patient reported that she went to the emergency department and they could not contact her doctor and she was admitted to the hospital for IV antibiotics and she had her knee drained for fluid twice. She reported that she was in the hospital for about one week and saw her doctor and he told her that she needed to be readmitted so they could "flush out the knee" and she did have the procedure done. On an unknown date, the patient described her knee as "it felt like it was on fire and whatever was happening was in the bone." She reported that she lost all movement in the knee and after two weeks more in the hospital, she was discharged from the hospital and continued to go to the hospital three times a day for IV antibiotic infusions and physical therapy to assist with movement in the knee. She reported that she just received a letter from (B)(6) that decided they were not paying for the synvisc one injection now and she was very upset about this. The caller reported that on an unspecified date, she had lost all motion in the right knee and that she was in worse shape now after this injection than before. Corrective treatment: IV antibiotics for the events of fever, knee pain and knee swelling; physical therapy for the event of lost all movement in the knee; not reported for the events of knee drained for fluid twice/ flush out the knee and felt like knee was on fire. Outcome: not recovered/ not resolved for all the events. Seriousness criteria: hospitalization for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Additional information was received on 08-mar-2016 (and also on 04-mar-2016 and 09-mar-2016, all the information was processed together with clock start date of 08-mar-2016) from a nurse and the case became medically confirmed. The event of knee was not aspirated prior to injection (off label use) was added with details. The date of the injection was updated from (B)(6) 2016. The lot number was added. The start date for the events of knee swelling and knee drained for fluid twice/ flush out the knee was updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow up dated 8-mar-2016: the follow up information does not change the complete case assessment. (B)(4) comment dated 03-mar-2016: this case concerns a patient who was treated with synvisc one injection and later had fever and lost all movement in the knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.